Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents and self test or verify unexpected battery power loss and low battery alert due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert prior to replaced battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.